Event description:
It was reported that during a percutaneous coronary intervention treatment a balloon rupture occurred. The lesion was located in the severely calcified right coronary artery (rca). As the physician advanced the 12mm x 2.50mm quantum apex balloon catheter down to the mid rca and encountered a lot of resistance in getting to the lesion site. The balloon was inflated one time to 10atms and ruptured. The balloon was removed intact and a smaller apex balloon was used to finish the lesion pre-dilation. The physician completed the procedure by stenting the proximal and ostium of the rca. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4): the complaint device was not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)